Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.this report is linked to the patient identifier (B)(6).

Event description:
It was reported, the superpulsed laser system had a small fire at the connection point when connecting the laser fiber. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed, as the device was not returned for evaluation and could not be analyzed. Olympus will continue to monitor field performance for this device.